Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No status indicator device will not switch on pad-pak expiry 2022. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2013. Corrosion across the membrane tail had resulted in multiple faults, including switching on automatically. This had resulted in the multiple 10-minute timeouts observed in the history log, depleting the returned pad-pak beyond any use and hence the reported fault of ¿no status indicator device will not switch on¿. The corrosion had also prevented the device from powering off via the on/off button. Furthermore, the corrosion had caused the device to emit a constant red status led and beep. The faults could not be replicated with a new membrane fitted. This confirmed a failure of the returned membrane due to corrosion on the membrane tail. The corrosion observed on and within the device would indicate the device had been subject to storage outside of the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
No status indicator device will not switch on pad-pak expiry 2022. There was no patient involved in this event.